Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be when the investigation is complete and more information becomes available. For this reason, terumo references evaluation codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary surgery, out of box, the sterile bag for the oxygenator was missing. "There was no patient involvement as this occurred out of box.